Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. No motor error alarm noted during testing. The motor was tested outside of the device and passed. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor error. Customer's blood glucose level was 32.4 mmol/l. The customer¿s blood glucose level was high and he was in the emergency room due to it. The customer reported that they were unsure if the drive support cap was protruded, loose, sticking out and flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.